Event description:
A physician reported that a patient presented with an ectopic pregnancy. Patient had undergone the essure placement procedure (date unknown). The patient was treated for the ectopic pregnancy and was doing fine following treatment.

Manufacturer narrative:
(B)(4).